Event description:
It was reported an access port was successfully placed for chemotherapy administration. Difficulty was encountered accessing this port in 2002. The pt returned to the hosp where an x-ray examination revealed the catheter had fractured and migrated to the heart. Successful retrieval of the detached catheter segment followed. The pt's condition is good. This device had not been received for eval. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. The co's follow up revealed this device had exceeded its date of expiration prior to placement in the pt, which may have contributed to this event. Additionally, user technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.